Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section b5: reason for explant was refractive error. The following field was updated and an additional code was added accordingly: section h6: health effect, clinical code: 2138, visual impairment. Corrected data: in review, it was noticed that the date (B)(6) 2025 was initially entered in section "b3" of the initial MDR report which is incorrect. Based on the additional information, the date which the issue was discovered was (B)(6) 2025; therefore, the information has been corrected in this supplemental MDR report and the following field was updated according: section b3: date of event: (B)(6) 2025. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient with a history of myopic lasik underwent implantation of a preloaded multifocal toric intraocular lens (drt150). Three weeks post-procedure, blurry vision was reported, with a manifest refraction of -2.00 +1.75 x70 and visual acuity of 20/20-2, compared to initial post-implantation refraction of +0.75 +1.00 x140 +2.50 and 20/20 visual acuity. The patient was offered options for lens replacement/repositioning or a lasik touch-up. The lens was explanted from the patient¿s right eye and replaced with a multifocal preloaded lens, model drn00v of lower diopter (21.5d) and a follow-up refraction was scheduled. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
Section: a5, a6: unknown, information was requested but not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information, a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Date returned to manufacturer: dec. 15, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that the lens was cut. One haptic was detach and a portion of the haptic optic region of the lens was torn. No further issues were observed. During the product evaluation it was confirmed that the physical characteristics of the lens matched a drt model lens. The complaint issues were not identified during product evaluation. The observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Historical data analysis: a search of complaints related to the production order (po) was performed. The search identified a few additional complaint folders. Although the reported issues are similar, the investigation did not confirm a manufacturing-related cause. Conclusion: based on the complaint investigation results, the product was released within specification. No product deficiency or product malfunction could be identified. Corrected data: in review, it was noted that the following information inadvertently was not included in the initial and supplemental MDR reports; therefore, the information has been captured in this supplemental MDR report. The following fields were updated accordingly: section b5: the surgeon attributes the event to the device mechanical failure. It was confirmed that the patient's issue are resolved post explant and the prognosis was reported as good. No hospitalization was required. Pre-op measurements on (B)(6) 2025: uncorrected visual acuity (ucva): 20/60, best corrected visual acuity (bcva): 20/20, manifest refraction (mrx): - +0.75 +1.00 x140 add +2.50 20/20, target refraction - plano. Post-op measurements on 7/29/25: ucva: - 20/30-1, bcva - 20/20-2, mrx: -2.00 +1.75 x70 20/20-2 the following device code was added: section h6: device code: 1384 - mechanical problem. The following device code is no longer applicable: section h6: device code: 2993- no reported device problem. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.